Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer's blood glucose level at the time was 68 mg/dl, which is within the normal range. Customer reverted to using multiple daily injections as a backup therapy.